Event description:
During a thyroidectomy procedure, the clips would not hold after placing. Only three clips were used. The clips were recovered by the surgeon. Another device was used to complete the procedure. There were no adverse consequence to the patient.